Event description:
"My jaw and face have become more asymmetrical. My top front two teeth and bottom front two teeth are slightly misaligned with one another. My jaw shifts to the left when I open my mouth. It does not open straight down. When I open my mouth wide and close it, I can feel my jaw shift out and back into place on my right side. It will sometimes "pop" as well like when you pop your fingers. Update on (B)(6) 2023: per cust, "I feel like my bight is a little better without the retainers, but it's very minimal and hard to tell. My jaw hasn't ever locked open or closed. However, you can see in the video how my jaw slightly shifts while opening and closing my mouth." Mc."

Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA: (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.